Event description:
It was reported that the patient presented to the emergency room with fatigue and shortness of breath. The right ventricular lead exhibited high impedance and loss of capture. There was oversensing with periods of asystole. Noise was reproducible with isometrics. Lead replacement is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.